Manufacturer narrative:
The device had intermittent button response due to flattened act button dome switch. There was no unlocked lcd keypad connector noted. The pump had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states that the keypad was difficult to press. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.